Manufacturer narrative:
Plant investigation: out of box was "confirmed" with testing. Blank screen was "confirmed" with testing. An exterior visual inspection of the returned cycler showed no signs of physical damage. Powered on the cycler, the display stayed blank and the touch buttons turned on. Failure was due to burn damage on the inverter board. A known functioning inverter board was installed and the front panel display was visible. Removed the functioning inverter board after testing. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient contact requested technical support after the patient experienced a blank screen on the liberty select cycler while in fill during the initial treatment on this cycler. The cycler was replaced. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments reportedly missed.